Event description:
According to user facility, the pump caught on fire while it was plugged into the wall outlet. The incident occurred in a pediatric intensive care unit. The reporter stated that a nurse observed a spark which immediately turned to flame and last for about 5 second unit they were able to unplug the pump and remove it from the room. The circuit breaker did not trip. No adverse effects to user or patient reported.

Manufacturer narrative:
Device evaluation: investigation of this issue has identified the room cause to be the introduction of saline solution or other conductive fluid into the pump's ac power receptacle when the pump is plugged into an electrical outlet. When this happens, sparking and/or flames, accompanied by smoke, may appear at the power receptacle. The pump and the ac power cord are constructed of flame retardant materials; therefore, the sparks/flames extinguish within seconds. Smiths medical has performed two field safety corrective actions in response to this issue. In 11/2013, smiths medical informed customers of this issue and provided instructions for how to prevent this issue, also informing customers that the correction would be available in 01/2014. In 01/2014, smiths medical informed customers that new ac power receptacle seals were available for correction of all affected devices and provided customers with the option of performing the correction at their facility or returning devices to smiths medical for correction.